Event description:
It was reported to boston scientific corp that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure in the right main bronchus stem performed on (B)(6) 2009. According to the complainant, the nurse experienced resistance after deploying the stent two-thirds of its length off of the delivery system. The deployment suture then snapped up towards the proximal end of the deployment assembly. The entire device, including the partially deployed stent, was removed from the pt. The procedure was not completed as another device was unavailable. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). (Stent, deployment suture broken); (stent, partially deployed). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).